Manufacturer narrative:
D10. Continuation - concomitant medical devices in use during the event include: medtronic product ID: d-evolutfx-34; product lot number: unknown; product type: 0195-heart valves; implant date: not-implantable; explant date: na select patient information cannot be included in the regulatory report due to regional privacy regulations.  Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during an attempted transcatheter aortic valve implantation procedure using an evfxplus-34, the patient had a severely calcified tricuspid valve anatomy. The first valve was loaded and an overlap to node 3 was identified. After a pre-implant balloon aortic valvuloplasty (bav) with a semi-compliant non-medtronic 22 mm balloon, the valve was attempted for deployment but not able to open and an infold was identified. A second evfxplus-34 valve was then loaded with an overlap to node 3.5. A second pre-implant bav was performed with a 24 mm non-medtronic balloon; however, upon the deployment attempt of the second valve, it again did not expand properly due to an infold. Subsequently, a non-medtronic valve was used for implant. No patient complications were reported as a result of this event.